Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined unipolar impedance. Over-sensing was also noted with arm movement and multiple mode switches and false detections. Noise was also seen. Lead fracture was suspected. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.